Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c21 - results pending completion of delivery catheter engineering analysis. The tambe device remains implanted in the patient. H6: code b15 - gore imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Jpegs 1 and 2 show the proximal edge of the tambe device sitting superior to a visceral vessel. Cannot confirm which vessel is visualized. Cannot confirm rotation of tambe device. Jpeg 1 is a cath image of the abdominal aorta. The aortic portion of the tambe device is partially deployed. The proximal edge appears to be superior to a vessel that has a device. Cannot confirm which vessel is seen. Cannot confirm rotation of the tambe device. Jpeg 2 is a cath image in the same location as jpeg 1. The aortic portion of the tambe device is partially deployed. The proximal edge appears to be superior to a vessel that has a device. Cannot confirm which vessel is seen. Cannot confirm rotation of the tambe device. Jpeg 3 is a cath image of the delivery catheter with a device partially deployed. Cannot confirm rotation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a thoracoabdominal aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported the patient had very tortuous anatomy in the iliac arteries and thoracic aorta and small access vessels outside of the instructions for use (IFU). In order for the physician to get the proper sized sheath for the tambe into the patient, a 10mm x 5cm gore® viabahn® endoprosthesis had to be implanted in the patient's left external iliac artery. When the tambe device was in the abdominal aorta during advancement, the device was oriented correctly; however, when the tambe device was in the thoracic aorta, it kept rotating 180 degrees posteriorly. The physician attempted numerous times to rotate and move the tambe device back to the correct orientation, but it was not effective. Reportedly, the physician also tried removing the device from the patient and re-inserting three times and this was also ineffective at getting the device to remain oriented correctly. These issues were reportedly due to the patient's tortuous anatomy. It was reported the device rotations occurred outside of the sheath and the device was never rotated greater than 180 degrees. After failed attempts to orient the tambe device correctly in the thoracic aorta, the physician was planning to stop the procedure. During removal of the tambe device from the patient, the tambe device was partially in the sheath and the deployment handle separated from the delivery catheter. When this occurred, the tambe device deployed above the renal arteries. The physician was able to pull the deployed device below the renals by ballooning and pulling down, ensuring the renal arteries were not covered by the device. The deployed tambe device remains in the patient's infrarenal aorta, and the physician connected the distal end of the tambe device into the left common iliac with a gore® excluder® aaa endoprosthesis (iliac extender endoprosthesis). No vessels were covered due to the tambe positioning. Next, the physician had to perform a fem-fem bypass on the patient because there was not enough perfusion to the right leg through the tambe portals alone. The physician has not determined whether they will perform additional procedures in the future for this patient. The patient tolerated the procedure.